Manufacturer narrative:
Medical device expiration date: n/a. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings of the bd insulin syringe with bd ultra-fine¿ needle were tilted causing hypoglycemic episode multiple times in her dog, no medical intervention or treatment needed. Found after use. No reports of serious injury noted.

Manufacturer narrative:
Investigation summary: customer returned (2) loose 3/10cc, 6mm syringes. Customer states that the first scale marks are tilted to the side, it's difficult to measure the insulin dose correctly, and her dog has experienced hypoglycemic episode multiple times, but no medical treatment required. Both returned syringes were tested using the plug gauge and the placement of all scale markings fell within specifications. See attached photos. As per manufacturing, a review of the device history record was completed for batch # 7023681 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200683642] noted for a print defect. There were five (5) notifications [200683983, 200683822, 200683642, 200683852, 200683853] noted that did not pertain to the complaint based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (scale marking placement and hypoglycemia). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed.